Event description:
Hillrom received a report from a hillrom technician stating the the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Correction h3: additional information was received indicating the aware date as(B)(6) 2022 the hillrom technician found the patient positioning monitor works as intended. There is no malfunction of the ppm.   A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technician thoroughly inspected the bed and was unable to duplicate the reported issue.  The bed functioned as designed. No malfunction.  No report of serious injury or death. Hillrom does not consider this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).